Manufacturer narrative:
The product was received for evaluation. A visual examination found that approximately 0.015" of the tip was missing. Further investigation found that the device met hardness specifications. A review of product history for the past 2 years found no other reports for this failure mode. Conmed linvatec will continue to monitor this product for failures.

Event description:
It was reported that during use in an acl reconstruction, the tip of the awl broke off inside the patient's bone. During an attempt to recover the metal tip, it became lost in the joint space after the surgeon retrieved it from the bone. It was reported that the tip of the awl remains free inside the patient's joint. It was reported that the patient was discharged from the hospital. To date, it is unknown if additional intervention will be required.